Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging battery charge issue. The reporter alleged the battery may need to be charged. The reporter did not know how to charge the meter and did not have the part to plug in the wall. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.